Event description:
It was reported via repair work order that the brakes not being able to engage was due to a damaged cam assembly. It was also reported that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.